Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an extreme skin irritation due to the sensor adhesive on (B)(6) 2016. Patient stated that the irritation left scars. Patient did not report any medical intervention. No additional event or patient information was provided.